Event description:
Ut was reported that during a pulmonary biopsy procedure for diagnosis the forceps pull wire broke. The physician used a different type of device to complete the procedure. It was reported that the procedure outcome was fine and the pt's condition after the procedure was fine.